Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician used the closurefast catheter. The patient stated that the physician was concerned that he completed ablation and burned past the junction of the gsv and epigastric vein. The patient received blood thinners.

Manufacturer narrative:
The physician used a closurefast catheter for treatment of the patient¿s great saphenous vein (gsv). Procedure was completed as normal. It was reported that the physician was concerned that he completed ablation and burned past the junction of the gsv and epigastric vein. The patient received blood thinners (eliquis 5mg/ bid) for 10 days. 5 days post procedure, ehit was discovered on follow-up ultrasound. This ehit did not extend into the common femoral. The patient is now reported to be is stable, no evidence of dvt, no evidence of pe, gsv thrombus as expected, extension not into the common femoral, small patent flow of epigastric. If information is provided in the future, a supplemental report will be issued.